Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc failed to boot up. Upon functional testing, the fse found that there was a connection issue with the flex vision pc. To resolve the issue, the fse reseated the flex vision pc cables and reinstalled the corresponding software. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.